Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2018 drainage was noted from the driveline exit site. Cultures resulted (B)(6) for (B)(6) (B)(6) 2018. The patient was started on doxycycline. On (B)(6) 2018 the patient was admitted for driveline exit site debridement and possible wound vac placement. The patient remain on oral doxycycline for chronic suppression. The patient is still ongoing due to chronic driveline infection. No further information was reported.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the infection was bacterial in nature; both methicillin-susceptible staphylococcus aureus (mssa) and methicillin-resistant staphylococcus aureus (mrsa) were identified. Infection remains active. Patient remained on doxycycline 100 mg twice daily indefinitely. Patient was taken to surgery on (B)(6) 2018 for a washout and wound vacuum was placed then removed on (B)(6) 2019. No other surgical interventions.